Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.

Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.

Manufacturer narrative:
Implant regio 14 fractured. Construction was a single crown on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading after 13 years in situ.